Manufacturer narrative:
(B)(4). On an unreported date in 2015 (reported as last year), the patient experienced peritonitis as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event and hospitalization were not reported. On an unreported date, the patient was treated with unspecified antibiotics (drug names, doses, frequencies, routes, and durations not reported) for the peritonitis. At the time of this report, the patient had recovered from the event. Dianeal therapy was ongoing. No additional information is available.